Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels. Customer's blood glucose level went as high as 590 mg/dl. Troubleshooting for high blood glucose levels was performed. Customer was advised to consult their healthcare provider in regards to where to place the insulin pump on their body and to change the basal rates properly. Customer was able to perform and pass the high pressure test. Customer was advised to change out their entire set, reservoir, insulin and to treat their blood glucose according to their healthcare provider's instructions.